Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a knee revision on her left leg on (B)(6) 2015 and since has been experiencing pain that radiated form her knee to her foot and swelling. She is currently on oxycodone.

Manufacturer narrative:
Concomitant medical products: unknown fluted stem 20 x 100mm; cat# unknown; lot# unknown; unknown augment blocks size 3 10mm; cat# unknown; lot# unknown; unknown bone cement w/gentamicin; cat# unknown; lot# unknown. An event regarding pain involving a unknown baseplate was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional, and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in general, from a lefty perspective, she did well following this procedure but continued to have generalized arthralgias and peripheral neuritis. Patient was discharged from care by her orthopedist but continued to be followed by her rheumatologist. Patient also had a lengthy history of spine related problems including prior laminectomy and was being followed by her spine surgeon." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the reported event was confirmed as per provided medical records that were reviewed by consulting clinician who indicated: in general, from a lefty perspective, she did well following this procedure but continued to have generalized arthralgias and peripheral neuritis. Patient was discharged from care by her orthopedist but continued to be followed by her rheumatologist. Patient also had a lengthy history of spine related problems including prior laminectomy and was being followed by her spine surgeon. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a knee revision on her left leg on (B)(6) 2015 and since has been experiencing pain that radiated form her knee to her foot and swelling. She is currently on oxycodone.